Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. There were 2 target nodules over a centimeter in size located in the right upper and middle lobe close to the pleura. Nine cryoprobe passes were performed. The procedure was completed as planned. A chest x-ray was performed after the procedure and detected a moderate-sized, right-sided pneumothorax; a chest tube was placed to resolve it. The pneumothorax resolved, the chest tube was removed, and the patient was sent home the next day. The physician reported that the pneumothorax was not ion-related and it would have likely occurred via another modality. The cause was attributed to the target nodule's proximity to the pleura. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. System logs were not available for review. .